Event description:
The catheter was broken from the middle during traction removal. The indwelling period was 180 days.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.